Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the sensor was inserted and no electrode was found on the sensor. Customer's blood glucose was unknown. The insulin pump is being returned for analysis.

Manufacturer narrative:
Inspected 1 opened/used enlite sensor and found sensor cannula bent inside sensor. Unable to confirm customer received sensor in said condition due to customer returned opened/used.